Manufacturer narrative:
Additional information received on 06/18/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received additional information that email, and patient alleged visualization of particles. Due date has been updated. In box e: reporter email has been updated. In box g: date received by mfg has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information due to patient reporting of atrial fibrillation/couldn't breath and blood clots. Patient took tests and went to a cardiologist and was admitted to the hospital. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.